Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
On (B)(6) 2003, this patient was implanted with gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2007, additional aortic extender components were implanted to treat a type I endoleak. The endoleak resolved.